Event description:
It was reported that the user received an insulin occlusion alert while using the infusion set and that the alert resolved after disconnecting the pump and performing a full supply change. Investigation of this case revealed an occlusion related to the infusion set that was resolved by replacing the set and associated supplies, consistent with an infusion pathway blockage. No clinical symptoms associated with interruption of insulin delivery reported. Outcomes included restoration of therapy after the supply change without impact on health or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.